Event description:
It was reported that the cartridge was not fitting properly on the pump and had difficulty going along guide tracks. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide additional information on this aspect. The customer had a case on the pump and chose not to proceed with further troubleshooting for the time being but indicated they would call back if the issue returned.